Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2007. The patient experienced complications and nonsurgical treatment. Patient symptoms include: pelvic pain; oth pain (reported to dr at 6 week check up. Tightness and tugging then sharp pain in lower pelvis when twisting or stretching in certain way); diff bowel; rec incont; aggrav incont. Nonsurgical treatments: on (B)(6) 2008 the patient commenced incontinence medication: immodium. Treatment duration: ongoing. On (B)(6) 2008 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to maintain and enhance pelvic floor strength. Treatment duration: ongoing.